Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing due to a leak. The cause of the leak could not be further presumed. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): "- inspection of the instrument channel". The user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the allegation cannot be confirmed. No other information is available at this time. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported to olympus that the evis exera iii colonovideoscope was leaking black material. The issue was observed while reprocessing/inspection before use on a diagnostic (colonoscopy) procedure. The procedure was completed using another device. No patient harm reported with this event.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. An instrumental channel leak, foggy/flickering image, insulation replacement, low angulation, and control knob replacement were also observed. General damage, including peeling, cracks, dents, scratches, and chips were also observed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.